Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies and was able to resume insulin delivery. Customer reported using apidra insulin. Tandem technical support informed customer that apidra is off label per the user guide. Customer's blood glucose was 400 mg/dl. Customer alleged that she can "hear the insulin in the cartridge bag" and because of this customer believes "something is wrong with the cartridges." Customer alleged that since issue began, occlusion alarms have been occurring. Customer's blood glucose level was 380 mg/dl. Customer continued using the pump for insulin therapy.